Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited air water-cylinder (tube) has white foreign objects, air water-tube has white foreign objects. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct information of the previous report. Corrected fields: h2, h6, h11 based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.